Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: a portion of distal tip of trocar tore off when removing endo gia stapler. The trocar was removed safely and torn portion did not enter patient. The case was not extended by more than 30 minutes.